Event description:
The user facility biomedical technician (biomed) reported to fresenius that the patient coded during treatment on the 2008t machine. No further information regarding the treatment was available. The biomed stated the patient passed away at the hospital two days later. No further details about the patient were provided despite several follow-up attempts. The customer requested (per hospital policy) an onsite visit for a device evaluation by a fresenius field service technician (fst). The fst documented in their service report that the fresenius 2008t machine passed all functional testing.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem; thus, the complaint is unconfirmed.

Event description:
The user facility biomedical technician (biomed) reported to fresenius that the patient coded during treatment on the 2008t machine. No further information regarding the treatment was available. The biomed stated the patient passed away at the hospital two days later. No further details about the patient were provided despite several follow-up attempts. The customer requested (per hospital policy) an onsite visit for a device evaluation by a fresenius field service technician (fst). The fst documented in their service report that the fresenius 2008t machine passed all functional testing.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the fresenius 2008t machine and the event of patient code with subsequent death 2 days later. Due to very limited information, a thorough clinical investigation cannot be carried out. At this time, it is unknown what caused/contributed to the patient code. Currently, there is no documentation that a malfunction or product issue with the fresenius 2008 t machine caused this event to occur. However, due to temporal association, the fresenius 2008 t machine cannot be completely excluded. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.